Event description:
Additional information later received reported that the hysterectomy was not related to the implant system; however the longitudinal abdominal incision was in the region of the pump pocket. As of (B)(6) 2015, the patient was doing well. Per the reporter the physician indicated that the patient had good control of her spasticity and was doing well. According to the replacement surgeon, the patient had been asymptomatic for the entire time both pre and post op.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across insulator.

Event description:
Additional information later received noted that the patient reported hearing the alarm for four days but was asymptomatic. The motor stall did not recover and there was no tube set message after the stall. The cause of the motor stall was not determined. There was nothing new in the patient¿s room that may have caused the motor stall. The pump was explanted. Of note it was also reported that the patient did have an abdominal hysterectomy (B)(6). There was no injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that since (B)(6) 2014, the pump has been stalling/recovering at least once/day according to the logs. Several motor stalls and motor stall recoveries were noted in the pump logs. The stalls/recoveries started off occurring about an hour apart but then got progressively longer. As of the date of the report, the pump had been stalled for the past 4 days and the pump was alarming. Regarding patient environment, the patient used a laptop on a metal table daily. The patient used an electronic mouse pad. The patient was in a motorized wheelchair. The patient was quadriplegic and resided in a nursing home. The patient had not undergone MRI (magnetic resonance imaging). Even though the environment had some emi (electromagnetic interference), these things were not anything new for the patient. The patient reported feeling a ¿little tired¿ today but no other symptoms reported. Programming the pump to minimum rate, stopping the pump, and/or replacing the pump were being considered. The physician planned to begin oral baclofen supplementation. The pump was used to deliver baclofen. Interventions or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).